Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial folds with and marionette lines with one syringe of juvéderm® ultra xc. Three days later, the patient experienced an ¿occlusion¿ on the right side of the injection site. The patient was treated that day with 1000 units of hylenex. The event is is noted as "the skin is still recovering."